Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.

Event description:
The device distributor reported that a vacuum relief valve leaked during a procedure at a domestic hospital. It was reported that the alleged event occurred while the pt was on bypass. The information provided indicated blood loss of approximately 100-150 cc as a result of the alleged event. The report stated that the leak appeared to originate from the cap of the valve. There were no further complications or delays reported and no other impact to the pt reported. The distributor's internal testing of the device found that the valve leaks at a pressure of about 1 psi. The device was returned to the manufacturer for evaluation.